Event description:
The customer reported to olympus that during reprocessing of this camera head, they were "not getting a clear image," as reported. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The subject device underwent a visual inspection and functional tests. The reported issue was confirmed due to moisture inside the charged coupled device (ccd). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The reported risk/harm is addressed in the instructions for use (IFU): "warning: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Withdrawal when any irregularity be observed. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. If this camera head malfunctions, do not use it. Return it to olympus for repair. Warning: using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage" olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.